Manufacturer narrative:
The reported event was lead dislodgement. As received a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The helix length was measured within specifications. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that a patient implant procedure, the right ventricle (rv) lead was dislodged. The rv lead was not used and replaced with a new lead to complete the procedure. The patient was stable throughout the procedure.

Event description:
It was reported that a patient implant procedure, the right ventricle (rv) lead was dislodged. The physician elected to not use the rv lead and replaced with a new lead to complete the procedure. The patient was stable throughout the procedure.

Event description:
New information received that the dislodged lead was confirmed via fluoroscopy.

Manufacturer narrative:
The field d6a and d6b should not have been included as this was an initial implant procedure.